Manufacturer narrative:
Bayer service visited the customer site and performed an injector checkout of the avanta fluid management system on july 6, 2018. The system was found to perform to specifications. The site continues to use the avanta fluid management system after the reported event. The disposables that were used in the reported incident were discarded and lot numbers were unable to be provided; therefore testing of retained samples could not be performed. A bayer clinical support specialist provided additional applications training to the customer on july 19, 2018. The avanta fluid management system operation manual cautions the user as follows: "do not connect a patient to the injector, or attempt an injection until all trapped air has been cleared from the syringe and fluid path." "Warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient."

Event description:
The customer reported the following: a (B)(6) female with an admitting diagnosis of chronic thromboembolic pulmonary hypertension (cteph) underwent a pulmonary arteriogram while connected to the avanta fluid management system. The first injection was performed with diluted contrast media which resulted in poor image enhancement. Therefore, the site decided to switch to undiluted contrast media and when doing so they changed the contrast syringe while the patient remained connected to the injector system. This resulted in 150 ml of air injected into the patient's right atrium. The patient's blood pressure decreased resulting in a loss of consciousness. The patient was immediately intubated and administered drug therapy. No further information has been provided.